Manufacturer narrative:
(B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that during use, the 20 g x 1.16 in bd angiocath plus¿ venous catheter appeared to have white crystals. There was no report of injury or medical interventions.

Manufacturer narrative:
Description of event changed from: "it was reported that during use, the 20 g x 1.16 in bd angiocath plus¿ venous catheter appeared to have white crystals. There was no report of injury or medical interventions" to the correct information of: "it was reported that during use, the bd angiocath¿ IV catheter appeared to have white crystals. There was no report of injury or medical interventions." Brand name changed from: "20 g x 1.16 in bd angiocath plus¿ venous catheter" to the correct information of "bd angiocath¿ IV catheter."

Event description:
It was reported that during use, the bd angiocath¿ IV catheter appeared to have white crystals. There was no report of injury or medical interventions.

Manufacturer narrative:
A second lot # was provided for this incident. The information for this lot # is as follows: medical device lot #: 7067597. Medical device expiration date: 2/28/2022. Device manufacture date = 3/8/2017. Device evaluation: investigation summary: photos and five unopened samples were returned for evaluation. A visual inspection revealed the presence of silicone drops on the catheter. After analyzing of photos and of the returned samples from customer, it was possible to confirm the presence of silicone in the catheter. A review of the device history record revealed no irregularities during the manufacture of the reported lot numbers 6270050 and 7067597. Investigation conclusion: bd was able to confirm/ reproduce the incident of ¿silicone excessive¿ as claimed. It should be noted that this silicone does not cause damage to the user and is used to aid in the slippage of the catheter during venipuncture. Root cause: it is possible to determine that the root cause for the reported defect is caused by the excessive amount of silicone that is dispensed during siliconization of the catheter in the tipper machines. CAPA # (B)(4) has been opened to address this issue.